Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.

Event description:
It was reported the numbers are ramping or the scroll bar is moving up and down when nothing has been inputted on the insulin pump. Customer's blood glucose level was 146 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.